Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient's spouse reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on plug strap bond edge assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed, wear abrasion observed. No further actions are required, as the device was implanted.

Event description:
Patient's spouse reported, left side deflation. Healthcare professional has confirmed, the event. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Healthcare professional confirmed left-side deflation. The device has been explanted.